Event description:
It was reported that the customer was hospitalized due to high blood glucose of 1100, and she was treated with manual injections. The caller mentioned that the customer was experiencing unexplained high glucose for the past three weeks. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the caller to remove the cannula and it was slightly bent. Advised the nurse to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.